Manufacturer narrative:
The insulin pump was received with intermittent buttons response and button error alarm due to flattened down arrow button dome switch.

Event description:
The customer's mother reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer was not able to clear the alarm. The product was returned for analysis.